Event description:
It was reported the colonovideoscope had an orange oily substance on and inside the scope after performing a colonoscopy. Customer is asking for cleaning instructions to remove orange oily substance. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial MDR was inadvertently submitted as a reportable malfunction. This supplemental report is to inform that there was no reportable malfunction related to the subject device captured in this complaint. The initial medwatch reported the device had an orange oily substance inside the scope after performing a colonoscopy and wanted cleaning instructions to remove orange oily substance. The customer did not use the device in the next procedure. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.